Manufacturer narrative:
Date of event: the date of the event is unknown. On 03-oct-2019, the nurse reported the foreign material was found in the wound within the past week. The device identifier was not provided. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® dressing was left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. The nurse reported they thought either wound care or the surgeon changed the dressing. There was no documentation from the operating room or on the floor regarding the number of pieces of foreign material that were either placed in the wound or removed from the wound. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by he clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 02-oct-2019, the following information was reported to kci by the hospital: the patient experienced retained foreign material alleged to be v.a.c.® dressing. V.a.c.® therapy was initially placed in the operating room with no documentation of how many pieces of dressing was applied. The nurse reported they thought either wound care or the surgeon changed the dressing. Once the foreign material was observed, they were unable to remove the dressing, and the patient returned to the operating room for surgical removal. On 03-oct-2019, the following information was reported to by kci: this is an isolated incident. The foreign material alleged to be v.a.c.® dressing was placed when patient was in hospital from (B)(6) 2019 until her discharge on (B)(6) 2019. The patient returned this past week and underwent surgical excision of the foreign material. The surgeon initially placed v.a.c.® therapy, but it was reportedly changed again on the floor which is where I think the mishap happened. There was no documentation from the operating room or on the floor regarding the number of pieces of foreign material that were either placed in the wound or removed from the wound. The v.a.c.® dressing type and identifier were not provided nor was the product returned, therefore a device history review and device evaluation could not be performed.